Event description:
Device was infused in hepatic pt. Pt was receiving 20mg of mitomycin-c in 250cc's of normal saline thru porta-cath. Extravasation occurred of all or a part of the solution. Resulted in a severe chemical burn. Litigation is pending. The surgeon who installed and removed the device reported no apparent defects or malfunction of the port. The surgeon's opinion is of needle malfunction or malposition caused extravasation. No a device failure.